Event description:
Product surveillance contacted a customer regarding the patient reply form from a customer, in response to the "urgent product recall letter dated january 12, 2010." The caregiver (cg) stated that the home patient (hp) had been in the last 10 days due to an infection and she is currently performing hemodialysis. Follow up received from global pharmacovigilance (gpv) (19may2010): during the telephone conversation with the nurse the following information was obtained. In (B)(6) 2010, the patient was hospitalized for peritonitis. The reporter did not know any of the following information: why the patient went to the hospital, the patient's hospitalization dates, how the peritonitis diagnosis was made, or what tests and treatments the patient received during her hospital stay. The reporter did not know if there was an exit site or tunnel infection associated with the peritonitis. The reporter confirmed that the patient was placed on hemodialysis, but was not sure when the patient was switched to hemodialysis. The patient has recovered from the peritonitis and was no longer in the hospital. The reporter did not know if the peritonitis event was related to the pd solution or pd devices. Per the reporter, the patient is scheduled to return to pd therapy within the next two weeks. All available information was reported. No further information is expected

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.